Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of peritonitis and buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2024 a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6)2024, the patient presented to the emergency room with abdomen pain and pulling of the peg tube inside. The gastro physician cut the j tube and washed the stomach. According to the gastro physician, the patient had a bezoar.